Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) hospital, united states. The title of this report is ¿a retrospective data collection of the treatment of foot, ankle, toes, hand, wrist, and finger fractures with the stryker anchorage system¿ which is associated with the stryker ¿anchorage plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 01/01/2014 to 06/01/2019. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses deep hardware infection followed by removal of hardware. The report states: ¿one patient experienced a deep hardware infection following open reduction and internal fixation of a lapidus step 0mm plate utilized for fixation of an 80d6 type fracture that occurred during a motor vehicle accident. The patient developed an infection in the hardware in his right lower extremity and subsequently failed outpatient antibiotics. This required a second surgery for removal of the hardware, and then outpatient oral antibiotics. He was able to be weightbearing as tolerated 6 weeks after his second surgery. Radiographic consolidation was seen at 268 days out from the initial surgery.¿